Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was closure of the right common femoral artery with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, during use of the first progide device, the device didn¿t take. A second proglide device was used and again, the device didn¿t take. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. Post procedure, an angiogram of right femoral artery was performed that revealed that it was occluded. A vascular surgeon was consulted, and patient was being prepared for surgical cutdown. Hemostasis was achieved via cut-down and surgical suturing. No additional information was provided.